Event description:
Lens dislocated secondary to zonular dehisence. Related in part to intra-ocular lens. According to the surgeon there was residual anterior capsule present, but that the zonules and posterior capsule had been ruptured, hence, the lack of support for the lens inferiorly.